Event description:
During preventative maintenance of the device, the field service rep reported that the roller to roller tolerance was out of specifications. Roller to roller was calibrated to within specifications. Since the event occurred during preventative maintenance, there was no pt involvement during this event.